Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for a layer of oil on top of the serum with the incident lot was observed. Additionally, samples provided by the customer and retention samples selected from bd inventory were tested and upon completion, the issue relating to a layer of oil on top of the serum was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode reported for the incident lot was observed. Additionally, testing of samples provided by the customer and the retain samples was conducted and signs of a layer of oil on top of the serum was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 50 bd vacutainer® sst¿ ii advance plus blood collection tubes had a gel layer atop the serum after centrifugation, and clots were visible in the serum. The following information was provided by the initial reporter: "in 1 out of 2 sstii tubes of lot 8302594, there is certain type of gel layer on top of the serum after centrifugation, also there is formation of clots visible in the serum."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 50 bd vacutainer® sst¿ ii advance plus blood collection tubes had a gel layer atop the serum after centrifugation, and clots were visible in the serum. The following information was provided by the initial reporter: "in 1 out of 2 sstii tubes of lot 8302594, there is certain type of gel layer on top of the serum after centrifugation, also there is formation of clots visible in the serum".